Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported burning smell was confirmed. The fse noticed that the burning smell was coming out from the main transformer with ups power connected, removed the back cover and checked the machine in main power supply and did not find any smell coming out. It is most likely the smoking smell is coming from the main transformer with ups power connected. A conclusion code of cause traced to infrastructure was assigned to this investigation, which indicates the issue is caused during use of device when interaction occurs with user facility infrastructure (e.g. Building power supply, network, vacuum system, sources of electro-magnetic noise including lighting/MRI/x-ray, oxygen systems, issues due to improper grounding, etc.).

Event description:
It was reported that a burning smell was noticed coming from the console. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that a burning smell was noticed coming from the console. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.